Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, while the physician was tightening the right atrial (ra) setscrew the wrench clicked but then began to turn freely. Loosening the set screw then became difficult. A new wrench was attempted but the set screw would not tighten. A new wrench was used to remove the atrial setscrew, therefore a replacement implantable cardioverter defibrillator (ICD) was implanted in the patient. It was also reported that the ra lead was possibly fractured and received insulation damage while trying to remove the lead due to the setscrew problems. A replacement ra lead was implanted in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found. The analyst commented that the returned device indicated a damaged grommet, a missing set screw, and a set screw with a rounded socket. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.